Event description:
It was reported that this newly implanted right ventricular (rv) lead appeared to be oversensing a signal, that may be the atrial rhythm. This led to an inappropriate shock being delivered. The right ventricular (rv) lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.